Manufacturer narrative:
(B)(4).

Event description:
The customer reports that upon remove of the sheath it separated into two parts.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath was returned in four pieces; the sheath body was separated, and both tabs were separated from the sheath body. Visual examination of the returned sheath revealed jagged edges at the point of separation on the sheath body halves, indicating excessive force. The two halves of the sheath were separated along the score line, as intended. One of the sheath tabs was torn adjacent to the tab, while the other was torn about 2 cm from the bottom of the tab. Both tabs contained a portion of adhered sheath body, confirming that it was assembled correctly. Approximately 0.75" protruded past the bottom of the sheath tab. The separated portion of the sheath body measured to be 3.94". These two parts together (4.69") are larger than the specifications of 3.875-4.125" per product drawing, likely because the body was stretched and lengthened. The portion of the sheath body separated adjacent to the hub measured to be 4.12" which is within specifications of 3.875-4.125" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of peel-away sheath separation was confirmed by complaint investigation. Both sheath bodies were separated from the sheath tab. The points of separation were jagged, twisted, and lengthened, indicating undue force caused the breakage. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that upon remove of the sheath it separated into two parts.